Manufacturer narrative:
Reported event is confirmed. Debris returned in the small plastic bottle. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A device history record could not be located in the system, the document was requested to doc control but has not been received to date. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional product code; gcj. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 10k100 tubing was being used on (B)(6) 2021 during a proctology procedure when it was reported "a surgeon processed purge during pre-op testing, however, white debris was found inside of a patient's body during proctology surgery. White debris was removed from the patient's body." There was no report of medical intervention or any known hospitalization for the patient. There was no report of patient/user impact. The procedure was completed without an alternate device. There was a 5 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.